Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2011-01307 and 1627487-2011-01308. The patient received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the patient's system was explanted because he had developed an infection of his lead incision sites. The patient stated that he could not recall the explant date, but it had occurred sometime in (B)(6). Culture results showed a (B)(6). The patient stated that the infection was treated with antibiotics. No further patient complications were reported.